Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. While aspirating and flushing the farawave catheter and the faradrive sheath, recurring bubbles were noted in the flush port of the sheath as the doctor stopped to flush the sheath. The physician attempted holding the sheath and catheter more parallel to the patient as a means of troubleshooting and placing wet gauze around the valve to create a tighter seal. However, the valve was noted to be faulty, thus, the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. While aspirating and flushing the farawave catheter and the faradrive sheath, recurring bubbles were noted in the flush port of the sheath as the doctor stopped to flush the sheath. The physician attempted holding the sheath and catheter more parallel to the patient as a means of troubleshooting and placing wet gauze around the valve to create a tighter seal. However, the valve was noted to be faulty, thus, the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis. It was further confirmed that there was no air in the patient.